Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that gas b bottle was not sensing a new canister and an error message read "empty". As a result, an alternate device was employed for the procedure. The user reported there were no adverse consequences to a pt as a result of this event.